Manufacturer narrative:
UDI number: (B)(4). Valve in valve is performed as an intervention for severe or clinically significant pvl, central leak, or valves deployed too aortic/too ventricular.  This intervention is performed to treat serious injury and/or prevent permanent impairment.  In this case, there was no allegation or indication a device malfunction contributed to this adverse event.  The causes of the valve in valve procedure could not be determined with the limited information provided.  The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device.  Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and nay excursions above the control limits are assessed and documented as part of this monthly review.  No corrective or preventive actions are required at this time.

Event description:
As reported, approximately 12 months post transcatheter aortic valve replacement (tavr) with a 23mm sapien 3 valve, the patient is planned for a valve in valve (viv) procedure.  The reason for the viv is unknown at this time.